Manufacturer narrative:
The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, it was reported that the aortic cross clamp time was increased by almost an hour due to the explant at implant of the 31mm valve and the patient required intra-aortic balloon pump (iabp ) support. As the device was not returned for evaluation at this time, the root cause of the event remains indeterminable. If new information becomes available or the device history record is reviewed, a supplemental report will be submitted.

Event description:
Edwards received notification that this 31mm pericardial mitral valve was explanted at implant due to sizing issues. Indication for surgery was double valve replacement. Mitral valve replacement was done first. As reported by the surgeon, the annulus was sized to a 31mm valve (barrel and replica) that fit well in the annulus. The 31mm size valve was opened. Stitches passed through the sewing ring. Surprisingly, during parachuting, the valve could not go well in the annulus and one of the struts was not going inside. The valve was removed and replaced with another valve of the same model, two sizes smaller (27mm). Reportedly, aortic cross clamp time was increased by almost an hour. The aortic valve replacement was done. The patient was weaned with difficulties, inotropes and iabp support was needed. The patient was reported to be hospitalized in stable conditions. After the surgery, the outer stent diameter of the valve was measured with the 31mm sizer which appears not matching the valve stent diameter. The valve was cleaned with antibiotic solution and prepared to be retuned for analysis.

Manufacturer narrative:
Additional manufacturer narrative: per the engineering evaluation, the root cause of the reported sizing issue could not be conclusively determined, however there are no indications of a manufacturing defect. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated wireform intact and all three commissures bent slightly inwards. Nominal specification measurements were taken of the returned valve; all measurements aligned with IFU measurements for a size 31mm 7300tfx valve (see attached images). The stent diameter [wireform] (a) measured approximately 31mm and external sewing ring diameter (d) measured approximately 42mm. Suture holes were observed around the sewing ring. Customer complaint of sizing issues could not be confirmed through visual observations. Report that "valve seemed to be bigger than the corresponding sizer" could not be confirmed due to sizer not being returned with valve. An engineering evaluation will be performed. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 31mm mitral valve was explanted at implant due to sizing issues. Indication for surgery was double valve replacement. Firstly, mitral valve replacement (mvr) was done. As reported by the surgeon, the annulus was sized to 31mm valve (barrel and replica) that fit well in the annulus. The 31mm size valve was opened. Stitches passed through the sewing ring. Surprisingly, during parachuting, the valve could not go well in the annulus and one of the struts was not going inside. The valve was removed. There was no other 31mm valve available to be tested and implanted so the annulus was sized with 27mm and 29mm sizers. Both sizing well. The surgeon made some patch and implanted the 27mm valve to avoid possible oversizing again. Reportedly, aortic cross clamp time was increased by almost an hour. For the mvr, pledgets torward the annulus were used and preservation of the subvavular apparatous was done. No resizing was done after performing these techniques. The aortic valve replacement was then performed. The patient was weaned with difficulties, inotropes and iabp support was needed (no chf/heart failure prior surgery). The patient was reported to be hospitalized in stable conditions. After the surgery, the outer stent diameter of the valve was measured with the 31mm sizer which appears not matching the valve stent diameter. The valve seemed to be bigger than the corresponding sizer. The valve was cleaned with antibiotic solution and prepared to be retuned for analysis. Indication for this surgery was double valve replacement due to mitral severe regurgitation and aortic stenosis (calcified native valve).

Manufacturer narrative:
Supplemental report was submitted to include the DHR. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.